Event description:
It was reported that during a da vinci s surgical procedure, the surgeon observed a tear in the mcs tip cover installed on the monopolar curved scissors instrument. The mcs instrument was removed and a replacement tip cover was installed. After some time of use, the replacement tip cover accessory developed a hole. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover accessory has a hole approximately 0.11 in length. Engineering concluded that damage to the tip cover is likely due to excess force applied at the tip opening, thus causing the tip cover to tear. The tip cover does not exhibit evidence of arcing. Medwatch report was submitted to the FDA concerning the 1st tip cover accessory.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2012, isi contacted (B)(6) the risk manager at (B)(6) and she indicated that the patient has not returned to the hospital due to experiencing any post surgical complications as a result of the reported event. This medwatch report was initially submitted with the incorrect event information.

Event description:
On (B)(4) 2012, intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are provided below: during robotic procedure, surgeon was using the precise bipolar. While in use he noticed that instrument was sparking at the tips. There was no harm to the patient. Instrument was immediately withdrawn and sequestered.